Event description:
During a cervical sample, the brush head separated from the handle. The brush head was removed manually (fingers or forceps).

Manufacturer narrative:
A review of the complaint database was conducted with no similarly reported complaints for this product. A DHR review was conducted on the 2 brush lots used in lot 71504 with no anomalies or deviations noted. Torque tests data were reviewed with acceptable results. A DHR review was conducted on lot 71504 with no deviation or anomalies noted. (B)(4). (B)(4).